Manufacturer narrative:
(B)(4)-the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 3 of 4. Reference MFR. Reports: 1627487-2016-01082, 1627487-2016-01083 & 1627487-2016-01119. It was reported the patient went to the emergency room (ER) due to experiencing two painful lumps, near the lead incision site. It was also reported the patient experienced a fall about one month prior to this event and was given an epidural a few days prior to this event due to experiencing a pulling sensation from her right low back to her stomach which occurred regardless of stimulation. CT scans revealed subcutaneous edema around the lead incision sites. The patient received intra-venous antibiotics and was released from the ER. Subsequently, the patient was referred to an infectious disease specialist. As of 02/26/2016, the patient's system was to be explanted as there was concern the sites were infected as the lumps had gone down but were "harder". No additional information is available at this time.

Event description:
Device 3 of 4. Reference MFR. Reports: 1627487-2016-01082, 1627487-2016-01083 & 1627487-2016-01119.additional information received confirmed the patient's entire scs system was explanted. It was also clarified, the lumps were decreasing in size but became harder right before explant. Additionally, it was reported that per the patient, the lumps are resolving.